Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device triggered a bd (battery depletion) alert. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded.